Event description:
User facility reported a vitrectomy was performed and an anterior chamber lens inserted instead of this posterior chamber lens. No add'l info was supplied so there is no known problems with this lens.